Manufacturer narrative:
The impella pump and introducer were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that they were unable to pass the impella 5.5 through the peel-a-way sheath. It was further reported that after the right axillary eight millimeter graft was placed, the peel-a-way sheath was in place. The doctor attempted multiple times to pass the impella 5.5 through the peel-a way sheath with no success. After trying multiple times, the white catheter behind the motor kinked and they lost all pushability. They said that it felt like the sheath was kinked or narrowed at the distal tip. The impella 5.5 was replaced and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of difficulty inserting/removing pump through introducer and product damage (cannula kink) has been completed. Product damage (cannula kink) and product damage (sheath kink) was added based on the investigation. The investigation revealed that the pump could not be inserted due to a sheath kink so that failure mode is just against the sheath. The clinical details state that "after the r axillary 8mm graft was placed and the peel-a-way sheath in place. Dr linden attempted multiple times to pass the impella 5.5 through the peel-a way sheath with no success. After trying multiple times, the white catheter behind the motor kinked and she lost all pushability. She said that it felt like the sheath was kinked or narrowed at the distal tip. Excessive force was applied. There was no imaging of the artery before, artery was small, dilation was not done and resistance was met. Patient had chest trauma. The returned sheath had a large kink. There were no over defined score lines seen or damages to the valve. The pump was noted to have a kink in the cannula and a kink in the catheter near the motor housing. Product damage (sheath kink): based on the clinical details, the root cause of the product damage (sheath kink) is most likely due to the patients condition as they used an 8mm graft and the artery was small/diseased. Difficulty inserting/removing the pump through the introducer: the pump was attempted to be passed through the introducer but was unable to as there was a kink in the sheath causing kinking of the pump. Based on the returned product analysis and clinical details, the root cause of the difficulty inserting/removing the pump through the introducer is most likely due to the patients condition of having diseased/small vessels which caused a kink in the introducer and then excessive force was applied to the pump trying to pass it through. Product damage (cannula kink). The pump was attempted to be passed through the introducer but was unable to as there was a kink in the sheath causing kinking of the pump cannula. Based on the returned product analysis and clinical details, the root cause of the product damage (cannula kink) is most likely due to the patients condition of having diseased/small vessels which caused a kink in the introducer and then excessive force was applied to the pump trying to pass it through, further kinking the cannula and catheter.